Event description:
The pt was revised due to pain. Osteolysis and poly wear were present.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records did not reveal any manufacturing deviations or anomalies. A search of the complaint database did not reveal any other reports for the reported product lot number. The investigation could not verify or draw any conclusions about the root cause of the reported pain or polyethylene wear. No evidence was found suggesting product contribution to the reported event and the need for corrective action is not indicated. In addition, the product code is a discontinued item.